Event description:
Initial report received by phone on (B)(6) 2011 from a hosp internist. At the date of the contact, the reporter did not have the totality of the medical info concerning this case. A male pt of unspecified age had a medical history of hiv infection. On (B)(6) 2011, he received bilateral injections of poly-l-lactic acid (newfill) batch number unspecified, in two temples areas, for lipoatrophy. His concomitant treatments were not reported. A short timeframe after the injections, the pt experienced an important and sudden decrease nos of the visual acuity of one eye. There was no vision disorder for the other eye. An angiography had been performed and showed a vascular embolism at the level of the impaired eye. The nature of this embolism was not reported. Then the pt's vision progressively and spontaneously improved. Nevertheless, it was unk if, at the date of the contact, the pt was fully recovered. An intravascular injection of poly-l-lactic acid was not excluded by the reported. (B)(4). Further info had been asked. Pharmacovigilance comment: the leaflet of poly-l-lactic acid (newfill) highlights that caution must be taken to avoid injection in blood vessels as an introduction into vasculature may occlude the vessels and could cause skin infarction or embolism. Nevertheless visual acuity decrease linked to the embolism is not described in this leaflet. Although this etiology could not be excluded based on the temporal relation and potential injection of the medication into blood vessels due to technical error, info especially the nature of the embolism was unavailable. Further info had been requested.